Event description:
A malfunction on the pump was reported by the caller, but there was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised that they may continue using the pump and was instructed to call back if any issues arise again.